Event description:
It was reported that the patient had a no external power alarm when switching from batteries to the mobile power unit (mpu). The patient immediately switched back to battery power; pump function and parameters were confirmed normal. The alarm on the mpu persisted. The mpu was unplugged, and the aa batteries were removed to get the mpu audible alarm to stop. A loaner mpu was requested to be sent directly to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm when switching from batteries to the mobile power unit (mpu) was unable to be confirmed. The heartmate mobile power unit, na (s/n: (B)(6) was evaluated at the service depot. The unit was found in good condition. The returned mpu was connected to alternating current (ac) power and a mock circulatory loop and was run for several days. The unit functioned as intended even when the patient cable was flexed or manipulated. A functional check was performed, and all applicable tests passed. The mpu was returned to the customer site. No log files, photos, or additional documents were submitted for review. Per the provided information, the mpu has the v-lock connector, the ac power cable did not come loose, and the customer was not aware of any environmental circumstances that would have affected ac power. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 3 ¿powering the system¿) addresses how to properly set up and switch between all power sources, including the mobile power unit. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the cord on the mobile power unit was the original cord with locking mechanism. The alternating current (ac) power cord did not come loose at the wall outlet or from the back of the unit. It was unknown if there were any environmental circumstances that would have affected ac power at the time of the event. It was possible that could have been an electrostatic discharge (esd).